Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a hysterectomy. It was reported that following insertion the patient experienced pain, recurrence, infection, urinary problems, and dyspareunia. It was reported that the patient underwent mesh removal and excision of vaginal sling and cystoscopy on (B)(6) 2013 due to urinary retention after mesh procedure. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.

Manufacturer narrative:
It was reported that patient underwent removal and excision of vaginal sling mesh and cystoscopy by dr. (B)(6) on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.